Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgery to remove tumor in skull took place on (B)(6) 2016. During the surgery, the surgeon experienced difficulty engaging a screw and screwdriver. Once he tried to insert the screw by forcefully using the screwdriver, the driver slipped and the part of screw head was wrenched off. The surgeon was unable to remove the remaining part of the screw from the skull; the surgeon decided to leave the residual as it was. After some treatment of smoothing the broken surface of the screw, the surgery proceeded and was successfully completed; no surgical delay was reported. This is report 2 of 2 for (B)(4).